Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). Blood leaked from the pre-filter pressure dome. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention reported. The patient's blood was returned. The dialyzer was replaced to continue treatment. Additional information was requested however a response was not received. It was not reported that the sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. An examination of retained samples was performed. The samples were visually inspected for component defects, assembly failures, and for conformity to product specification. The samples were then tested for leakages and assembly failure under air/liquid pressure. No failure was detected among the retained samples. A batch record review was completed. No non-conformity was identified within the manufacturing process of this device. The reported issue is confirmed, however the cause of the reported issue could not be determined without physical evaluation of the original complaint device.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). Blood leaked from the pre-filter pressure dome. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention reported. The patient's blood was returned. The dialyzer was replaced to continue treatment. Additional information was requested however a response was not received. It was not reported that the sample was available to be returned to the manufacturer for physical evaluation.